Manufacturer narrative:
Follow-up 1: corrected g6 from 5-day report to 30-day report. Recall notification was submitted via 2247686-8/27/2025-001-r.

Event description:
The bovine carotid arteries used to produce grafts from lots 23dd203 and 23kk498 were sourced using raw material from a supplier that had not been reviewed and approved by the appropriate regulatory authority.

Manufacturer narrative:
Recall notification was submitted via 2247686-8/27/2025-001-r. Both routine and product validation testing results found that the product from lots 23dd203 and 23kk498 met specifications including physical property and mechanical testing as outlined in iso 7198 testing. Results also met standard product/current performance. The review found there was no evidence of new or increased risk to the product's physical properties or sterility. See the attachment for a complete list of catalog numbers and lots.